Event description:
The importer reported receiving a report of a patient that alleged they developed second-degree burns at the treatment site following the use of the soprano xl system at a user facility, but further information could not be obtained through the multiple contact attempts performed by the importer with the user facility. Therefore, we are sumbitting this report in good faith.

Manufacturer narrative:
The importer reported receiving a report of a patient that alleged they developed second degree burns at the treatment site following the use of the soprano xl system at a user facility, but further information could not be obtained through the multiple contact attempts performed by the importer with the user facility. Therefore, we are submitting this report in good faith.